Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the patient complains about pain, ringing, migration, dizziness and poor sound quality. Patient's psychological status is uncertain. Due to the constant complaints, the patient was reimplanted on (B)(6) 2011.